Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem which mated with a lfit v40 cocr head was reported. The event was confirmed through clinician review of the provided medical records. Method & results: product evaluation and results- no product was returned for evaluation however photographs were provided for review. The photograph shows a recently explanted stem. Blood and biological matter is visible on the stem. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: based on the x-ray and the pi report the event can be confirmed. Root cause: the root cause of the dissociation cannot be stated without additional information. Obtaining the explants may contribute to determining the root cause or evidence / source of material failure. Operative notes or clinical documents particularly intraoperative findings may also contribute. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event was confirmed through clinician review of the provided medical records. The root cause of the dissociation cannot be stated without additional information. Obtaining the explants may contribute to determining the root cause or evidence/source of material failure. Operative notes or clinical documents particularly intraoperative findings may also contribute. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc / CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
As reported: "revision [right] total hip done on (B)(6) 2020. Labs done for infection at time of surgery were negative. Implants can not be retrieved due to hospitals policy." Revision due to dissociation of the head from the stem. Liner wear noted around it's rim. V40 head, 0° poly liner, and tmzf stem were revised to a 10° 36 mm eccentric liner and competitor femoral components. No further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision [right] total hip done (B)(6) 2020. Labs done for infection at time of surgery were negative. Implants can not be retrieved due to hospitals policy." Revision due to dissociation of the head from the stem. Liner wear noted around it's rim. V40 head, 0° poly liner, and tmzf stem were revised to a 10° 36 mm eccentric liner and competitor femoral components. No further information will be released by the hospital or surgeon.